Event description:
Beginning in (B)(6) 2010, I began having withdrawal symptoms from morphine while using medtronic's synchromed 2 pain pump installed in (B)(6) 2006. The symptoms have resulted in hospitalization due to suicidal inclination in (B)(6) 2010. My physician has discontinued using the pump on (B)(6) 2011 and replacement is being scheduled. The pump battery shows 28 months of life left. Dates of use: (B)(6) 2006 - (B)(6) 2011. Reason for use: chronic pain.